Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07245. It was reported the physician explanted both leads prior to the patient having an MRI. After the MRI was performed the physician implanted a new lead on (B)(6) 2013 and used the existing ipg to complete the scs system.